Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at the customer's site. According to the reporter, the hospital biomed reseated the coolant lock rj 45 cable and repositioned the coolant block so as not to touch the frame. Functional test was performed and the system passed all final functional testing criteria and the system functioned as intended. There were no reports of patient consequence as a result of the reported issue. Historical complaints were reviewed and one previous related complaint ((B)(4)) was reported for this thermogard xp ivtm system s/n# (B)(4) for the same mid:09 (air trap assembly) error message. The insulation at the coolant block connector being insufficient was determined to be the root cause.

Event description:
It was reported that the thermogards ivtm system (s/n: (B)(4)) displayed mid: 09 (air trap assembly) error message upon power up. Another system was used to continue treatment. There were no reports of patient consequence as a result of the reported issue. No other information was provided.